Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to a received purchase order for implants and external equipment, it is known that a revision surgery is planned on (B)(6) 2017 for this patient. The revision was necessary due to in situ measurements being consistent with the active electrode backing out of the cochlea. There was no known trauma.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusions: according to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea. A revision surgery to reposition the electrode array was performed. The patient has reportedly better hearing perception. The concerned device remains implanted and in use. This is a final report.

Event description:
A revision surgery was performed on (B)(6) 2017 for this patient. Further information states that a repositioning of the current device's electrode array took place. There was no known trauma. The patient reportedly hears better now.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: according to the information received, the device was not providing benefit to the patient due to an active electrode migration out of cochlea. A revision surgery to reposition the electrode array was performed. Audiological testing showed better hearing performance compared to the pre-revision scores and the patient reported improvements of the hearing perception. The concerned device remains implanted and in use. This is a final report.

Event description:
A revision surgery was performed on (B)(6) 2017 for this patient. Further information states that a repositioning of the current device's electrode array took place as it had backed out of the cochlea. The patient reportedly hears better with the device after the revision. Later information received stated that the patient_s most recent score post revision surgery is 59%. Prior to revision it was 33%. The patient reported a better sound perception over time. No further information has been received.